Event description:
It was reported that a yellow alert posted to the latitude website for this cardiac resynchronization therapy pacemaker (crt-p) device and non-boston scientific leads exhibiting right ventricular (rv) lead intrinsic r-wave amplitude out of range (0.7mv to 3.2mv) and noise. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data advising the device data shows noise, over-sensed on the right atrial (ra) lead and rv lead. The rv pacing impedance are stable, and pacing impedances are stable at 340 ohms to 449 ohms, and thresholds (0.8v - 1.3v@0.4ms) measurements. The ra pacing impedance 360-784 ohms and a threshold 0.5v@0.4ms with 1 isolated measurement of 1.1v@0.4ms. Variable intrinsic amplitude of 3.3-8.5mv. Ts advised, with the presence of ra and rv over-sensed noise and changes rv intrinsic amplitude, it would be recommended to consider testing to evaluate the mechanical integrity of these leads. Ts recommended lead integrity testing, with manipulation, maneuvers/isometrics, pocket manipulation. And x-ray imaging. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.